Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt. It is reported that the aortic neck was 23-24mm in diameter and 3cm in length and the pt had moderate vessel tortuosity and little or no calcification. The pt had a history of previous major abdominal operations and complications after duodenal diverticular dissection one year ago; therefore, the pt had a hostile abdomen for abdominal aortic aneurysm repair. The right and left common femoral arteries were accessed. A 10 french sheath was inserted in the right common femoral artery and a vascular sheath was inserted into the left common femoral artery. Through the 10 french sheath, an ivus catheter was advanced to the suprarenal location in the aorta. The renal artery origins were identified and the aortic lumen measured in the infrarenal location. The aorta measured 24mm in diameter in the infrarenal location. After identifying the aneurysm, aneurysm sac and iliac bifurcation, the intravascular ultrasound (ivus) catheter was removed. A guidewire was advanced through the existing sheath and the 10 french sheath was exchanged for a 16 french sheath. A guidewire was advanced through the sheath in the left groin and the sheath was exchanged for the 22 french sheath, which was utilized to introduce the bifurcated stent graft. Under fluoroscopic guidance a 26mm bifurcated stent graft was advanced to the infrarenal location. A pigtail catheter was advanced to the level of the renal arteries and a contrast injection was performed identifying the renal arteries. The pigtail catheter was then removed. The bifurcated stent graft was almost completely deployed and the right limb of the bifurcated stent graft was selectively cannulated utilizing a guidewire and a multipurpose catheter. The multipurpose catheter was advanced into the proximal aorta and the guidewire was exchanged for an amplatz stiff wire. Under fluoroscopic guidance, attempt was made to complete deployment of the left limb of the bifurcated stent graft. It was reported that when the bullet was withdrawn, it was noted that the stent graft had moved inferiorly about 1-1.5cm. Therefore, the graft was not entirely deployed. Through the right common femoral artery a 15mm x 8.5cm iliac limb graft was advanced into the main body of the graft. The right limb graft was deployed without difficulty. The deployment device was then removed and a 20mm x 3.75cm extender cuff was deployed bridging the newly deployed right limb graft to the right common iliac artery. A 16mm x 2cm angioplasty balloon was advanced into the right limb of the stent graft. The physician reported that the balloon was "buttressed" utilizing the sheath and the bifurcated stent graft was completely deployed without difficulty. It was noted that the overlap between the extender cuff on the right and the right limb of the bifurcated stent graft was not adequate and a 16mm x 5.5cm extender cuff was advanced across the junction and deployed without difficulty. A 20mm x 3.75cm extender cuff was advanced into the left limb of the stent graft and deployed without difficulty. The hypogastric arteries were identified by contrast injections prior to deployment of both extender cuffs. A contrast injection was performed and demonstrated the renal arteries and hypogastric arteries were widely patent and there was no evidence of endoleak. The physician noted that the proximal portion of the bifurcated stent graft had withdrawn to several centimeters below the lowest renal artery. The physicians decided to deploy an extender cuff to the level of the renal arteries to ensure that a type I endoleak did not develop. Therefore, under fluoroscopic guidance a 26mm x 3.75cm extender cuff was advanced to the level of the renal arteries. It was noted that the extender cuff was at the level of the renal arteries. However, it could not be withdrawn inferiorly as this would not allow the extender cuff to remain within the aortic component of the stent graft. The physician reported that if the extender cuff were withdrawn inferiorly, the inferior portion of the extender cuff would deploy into one of the limbs of the stent graft. Therefore, the extender cuff was deployed without difficulty in the aorta. The deployment device was withdrawn. A contrast injection was performed revealing that the right renal artery was widely patent. The left renal artery filled with contrast but it was noted that the proximal portion of the extender cuff overlied the inferior portion of the left renal artery origin. However, the left renal artery filled with contrast briskly and the decision was made to follow the pt clinically. All catheters and wires were removed and the pt is reported as doing fine. There was no add'l clinical sequelae reported relative to the event and no further info is available.